Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed use residues throughout the returned powerpicc solo. A longitudinally aligned split was located just proximal of the 14 cm depth marker. A circumferentially aligned kink was observed at the split site. A microscopic observation revealed the kink just proximal of the 14 cm depth marker to have ¿c¿ like impressions. The catheter was observed to have an elliptical shape at the kink, and the longitudinally aligned split was observed at the corner of the kink. The fracture surface appeared granular. The catheter was subsequently cut just distal of the observed split, and the wall thickness of the catheter was measured to be within its drawing specifications. The characteristics observed at the split site align with characteristics of flexural fatigue, or cyclic kinking of the catheter. The complaint of a leaking catheter is confirmed and was determined to be due to flexural fatigue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC catheter was inserted on (B)(6) 2023, and the puncture site was found to be leaking on october 19, and the catheter was removed after clinical judgment that it could not be used normally, and the extubation process went smoothly, and it was found that the catheter was ruptured and leaking about 14cm after extraction. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the PICC catheter was inserted on (B)(6) 2023 and the puncture site was found to be leaking on (B)(6) and the catheter was removed after clinical judgment that it could not be used normally, and the extubation process went smoothly, and it was found that the catheter was ruptured and leaking about 14cm after extraction. No other information provided.